Event description:
The clinician reports the implant was inserted (B)(6) 2026 in ada 19. Details of surgery: implant surface not completely covered with bone and ridge augmentation. On 2026-04-16, non-osseointegration was verified. Patient presented with previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: infection, pain, bleeding and inflammation. No further patient complications were reported.